Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was a calcified lesion in the lad coronary artery. The physician attempted to dilate the lesion by inflating the quantum maverick monorail balloon 2-3 times to 22 atms [rbp=20 atms], but could not get the lesion to yield. The physician increased the inflation pressure to 26 atms and the lesion finally yielded, but the balloon burst. Fissure was created when the calcified area yielded and the balloon and guidewire became caught in the fissure. The physician was unable to retrieve the trapped devices. The pt went to surgery for successful removal of the devices. Pt status is reported as 'doing well' post operatively.